Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced an abnormal transmitter behavior. Patient reported discoloration on top of transmitter. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. An external visual inspection was performed it failed. The complaint was confirmed with the returned transmitter . The root cause could not be determined post investigation.